Manufacturer narrative:
In-depth analysis will be performed to understand the root cause of the problem encountered. Additional information related to the event will be available after completion of investigation activities, which would be addressed in a follow-up report.

Event description:
User reported that the malfunction of the heat exchanger was detected in the middle of the case. The colour of the glycol turned to brown and the chief perfusionist noticed some blood increase in the hex. He cut off the affected hex and install a new one. This procedure was during the case. No complications in the postoperative therapy for the patient.

Manufacturer narrative:
Preliminary analysis have confirmed the presence of one hole and one defect, close to the area where the knurled pattern angle change. Nevertheless, the root cause of the problem has not yet been identified. Considering the potential impact on the safety of the patient, fluid testing confirmed that in case of unwanted loss of metal sheet integrity and under worst-case conditions, flow occurs from blood to htf, ensuring that no htf can enter the blood compartment. Additional tests and characterization are still ongoing before reaching investigation conclusions, that will be discussed in a further follow-up report.

Event description:
User reported that the malfunction of the heat exchanger was detected in the middle of the case. The colour of the glycol turned to brown and the chief perfusionist noticed some blood increase in the hex. He cut of the affected hex and install a new one. This procedure was during the case. No complications in the postoperative therapy for the patient.